Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
The healthcare professional reported that tube was stuck and probe made wired sound when using during calibration for vitrectomy. It was unknown whether the surgery was completed or not. No patient impact was reported.

Manufacturer narrative:
Additional information provided in b.5., and h.11. Based on information received following submission of the initial report, this event (tube was stuck and probe made wired sound ) does not meet criteria for reporting as a device malfunction as the event does not specify which tubing is damaged and it does not state an aspiration issue. No further reports will be scheduled under mfg report num. 1644019-2024-02790. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this event (tube was stuck and probe made wired sound when using during calibration) does not meet criteria for reporting as a device malfunction as the event does not specify which tubing is damaged and it does not state an aspiration issue. No more supplemental reports will be submitted.